Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon was able to press the green button but was not able to squeeze the handle. The stapler was not able to fire. A new device was used to complete the case. No injury.